Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction injection via manual injection was administered to address the bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully however the malfunction alarm recurred. Cts followed up with customer and was unable to resume insulin therapy after the malfunction recurred. The customer reverted to manual injections for insulin therapy.